Manufacturer narrative:
Sections a2, a3, b5, d1, d2, d3, d4, d10, g4 and h4 were updated according to the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that on a bilateral patient, after a revision surgery of the left metal on metal hip implant had been performed on (B)(6) 2016 (covered under report number 3005975929-2021-00305), the patient suddenly felt a pop sensation in his left hip and attended the emergency room due to extreme pain. The patient fractured the femoral component (stem), for which a second revision surgery was performed on (B)(6) 2019 to treat this adverse event. The patient outcome is unknown.

Event description:
Bilateral patient. It was reported that, after a revision surgery of the left metal on metal hip implant had been performed on (B)(6) 2016, the patient suddenly felt a pop sensation in his left hip and attended the emergency room due to extreme pain. The plaintiff experienced a fracture of the femoral neck component (stem), for which a second revision surgery was performed on (B)(6) 2019 to treat this adverse event. Intraoperatively, the acetabular component was examined and found to be free of disease. An extended trochanteric osteotomy was necessary posteriorly due to the femoral stem been well fixed. Some femoral bone was fractured longitudinally anteriorly when removing this prosthesis. The plaintiff was taken to pacu room in satisfactory condition.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient¿s previous metallosis and body habitus cannot be ruled out as a contributing factor of the reported femoral component fracture. With the information provided, the clinical root cause of the reported femoral component fracture and intraoperative findings of slight metal debris cannot be confirmed, and it cannot be concluded that the reported event and subsequent revision was associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The lab analysis concluded the stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is often caused by the cyclic stresses exceeding the endurance limit of the stem¿s material for an extended period of time. Also, scratches on the neck caused during extraction (revision) of the cocr head could be a source of stress concentration in the notch sensitive material of the stem, leading to premature fracture initiation and fracture of the stem. No material or manufacturing deviations were observed during this investigation. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the patient¿s previous metallosis and body habitus (bmi of 43) cannot be ruled out as a contributing factor of the reported femoral component fracture. With the information provided, the clinical root cause of the reported femoral component fracture and intraoperative findings of slight metal debris cannot be confirmed, and it cannot be concluded that the reported event and subsequent revision was associated with a mal-performance of the implant. The patient¿s third and fourth revisions were related to the second revision procedure and were not associated with the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. However it was noted that the patient is doing well and has recovered 95% of quad strength. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two separate pieces, rendering the device inoperative. The shaft of the device is covered in bone cement. The neck and ball portion of the device has several scratches and nicks, potentially stemming from the break. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the previous metallosis and patient¿s body habitus cannot be ruled out as a contributing factor of the reported femoral component fracture. With the information provided, the clinical root cause of the reported femoral component fracture and intraoperative findings of slight metal debris cannot be confirmed, and it cannot be concluded that the reported event and subsequent revision was associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. The lab analysis concluded that based on visual observation, it was concluded the stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is often caused by the cyclic stresses exceeding the endurance limit of the stem¿s material for an extended period of time. Also, scratches on the neck caused during extraction (revision) of the cocr head could be a source of stress concentration in the notch sensitive material of the stem, leading to premature fracture initiation and fracture of the stem. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two separate pieces, rendering the device inoperative. The shaft of the device is covered in bone cement. The neck and ball portion of the device has several scratches and nicks, potentially stemming from the break. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the patient¿s previous metallosis and body habitus (bmi of 43) cannot be ruled out as a contributing factor of the reported femoral component fracture. With the information provided, the clinical root cause of the reported femoral component fracture and intraoperative findings of slight metal debris cannot be confirmed, and it cannot be concluded that the reported event and subsequent revision was associated with a mal-performance of the implant. The patient¿s third and fourth revisions were related to the second revision procedure and were not associated with the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. However it was noted that the patient is doing well and has recovered 95% of quad strength. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.additional information: d8/d9 d10

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two separate pieces, rendering the device inoperative. The shaft of the device is covered in bone cement. The neck and ball portion of the device has several scratches and nicks, potentially stemming from the break. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the previous metallosis and patient¿s body habitus cannot be ruled out as a contributing factor of the reported femoral component fracture. With the information provided, the clinical root cause of the reported femoral component fracture and intraoperative findings of slight metal debris cannot be confirmed, and it cannot be concluded that the reported event and subsequent revision was associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. The lab analysis concluded that based on visual observation, it was concluded the stem fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross section could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is often caused by the cyclic stresses exceeding the endurance limit of the stem¿s material for an extended period of time. Also, scratches on the neck caused during extraction (revision) of the cocr head could be a source of stress concentration in the notch sensitive material of the stem, leading to premature fracture initiation and fracture of the stem. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Us legal it was reported that, after a revision surgery of the left metal on metal hip implant had been performed on (B)(6) 2016, the plaintiff suddenly felt a pop sensation in his left hip and attended the emergency room due to extreme pain. The plaintiff fractured the femoral component (stem), for which a second revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff outcome is unknown.